Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to adherence of the foreign object to the video connector, electrical communication was not conducted normally which led to the malfunction. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite xenon light source could not recognize the 290 scope and the screen blacked out. The image was normal when connecting the 260 scope, and no errors were reported. The issue occurred during reprocessing. There were no reports of patient involvement.